Event description:
It was reported that during a coronary drug eluting stenting treatment procedure balloon removal and a dissection were encountered. The target vessel was the right coronary artery (rca) which was very tortuous, noncalcified, and 90% stenotic. The rca also had 2 curves (s-shaped). The progressive diseased lesion was pre dilated with a cross sail 15x30mm balloon. The physician successfully deployed a taxus express2 3.0 x 28mm drug eluting stent into the 3.0mm rca. Upon removal, the physician met withdrawal resistance. He pulled hard on the stent while the guide catheter deep seated and caused an edge dissection in the rca. The dissection was treated by deploying another taxus express2 3.0 x 20 drug eluting stent over the area. The pt condition was reported as satisfactory/good.